Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no nonconformities were found. Based on the report, it is likely that the reported event was procedure rather than device related. The device was not available for return.

Event description:
It was reported to nevro that a trial patient had experienced a hematoma following a surgical lead placement. The device was explanted and the patient was given IV antibiotics. There was no report of infection or any further complication.